Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/05/2017 that on (B)(6) 2016 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Charged and boot up receiver and it passed. Performed manual sound test and the receiver has sound. The complaint confirmation of the receiver having no audio output was not confirmed. The root cause could not be determined as the allegation was not found.